Manufacturer narrative:
H6: investigation summary ; no product or photo was returned by the customer. It was reported by the customer that the filter was clogged. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: lipio filter clogged; new tubing. But now bag empty. Couldn't run lipids till new bag comes tonight.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was clogged. The following information was provided by the initial reporter: lipio filter clogged; new tubing. But now bag empty. Couldn't run lipids till new bag comes tonight.